Event description:
During an initial implant procedure, it was difficult to place the leadless pacemaker (lp) due to the patient's anatomy. After different manipulations to implant the lp, the helix of the device was observed to be stretched. The lp was explanted and replaced to resolve the event. The patient is stable with no consequences.